Manufacturer narrative:
The reported event that an «3.0mm asnis micro, cannulated drill 2.1mm, ao coupling» broke, when the surgeon attempted to make his first opening drill hole over the k-wire, could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Since the actual ¿3.0mm asnis micro, cannulated drill 2.1mm, ao coupling¿ was not returned, an inspection could not be performed. However, a review of the manufacturing documentation did not indicate any malfunctions. The ¿3.0mm asnis micro, cannulated drill 2.1mm, ao coupling¿ is a device that experiences excessive torque, and such power, in combination with dense bone, and even violent moves, could definitely deform the drill and lead to a breakage. As per IFU ((B)(4)): ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! [¿] only use an instrument for its intended purpose. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ as per op. Tech. (Lamcs-ot) ''in case of dense cortical bone, puncture the proximal cortex before inserting the k-wire, by using the solid drill bit manually or by power according to the screw diameter chosen. [¿] pre-drilling: in case of hard cortical bone, pre-drilling should be used. Insert the cannulated drill bit according to the screw diameter by power or manually. Slide it over the k-wire and over drill the k-wire to its tip by using the double drill guide. Optionally the solid drill may be used without the use of a k-wire. [¿] note: in order to avoid damaging the k-wire use low speed or a manual drill.'' Users should always read the instructions provided before using a specific instrument/implant. The ¿3.0mm asnis micro, cannulated drill 2.1mm, ao coupling¿ is also a cannulated instrument. As per IFU ((B)(4)): ¿users have to ensure the cleanliness of the cannulation of the instrument pre-, inter- and post operatively to make sure that bone debris does not accumulate and to reduce the risk of instruments binding on the guide wire.¿ the combination of violent rotating moves with some debris left in the cannulation of the drill, can definitely lead to a jammed situation and potentially to a breakage. Therefore, appropriate cleaning and inspection should be performed in order to avoid any of the mentioned situations. It was also reported, that the ¿3.0mm asnis micro, cannulated drill 2.1mm, ao coupling¿ was brand new and sterile. Therefore, a breakage due to multiple uses or due to a deviation from the instructions for cleaning and sterilization can be excluded. Based on the investigation, the potential root cause would be attributed to a user related issue. Nevertheless, more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Cannulated drill bit broke when the surgeon attempted to make his first opening drill hole over the k-wire. The cannulated drill was brand new, part number 45-30005s, lot number 6000066475. The drill bit sheared off/broke and was left in the patient. Metal tip of the drill bit was unable to be extracted, therefore, the surgeon chose to leave it implanted. A new drill bit was opened and the case was continued with minimal delay.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product was discarded.

Event description:
The 2.1 cannulated drill bit broke when the surgeon attempted to make his first opening drill hole over the k-wire. The cannulated drill was brand new, part number 45-30005s, lot number 6000066475. The drill bit sheared off/broke and was left in the patient. Metal tip of the drill bit was unable to be extracted, therefore, the surgeon chose to leave it implanted. A new drill bit was opened and the case was continued with minimal delay.